Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, it is likely that the tip cover falling off was caused by the following: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. Furthermore, CAPA-20735 it is currently performing the root cause investigation of the dropout of distal cover (maj-2315). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes a correction to e3. Information added to e3 that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the single use distal cover fell off. The reported issue occurred during an endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no patient/user harm or injury reported due to the event. This report is for the distal end cover. The scope is reported under patient identifier (B)(6).

Manufacturer narrative:
As of this report the device is not expected for return to olympus for evaluation. Further information has been requested to the customer regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.